Manufacturer narrative:
The device was returned to the bench. Analysis was performed by a philips bench repair technician (brt), who found that the spo2 readings were within range and waves were consistent. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures since the issue may have been intermittent, the spo2 board and spo2 connector were replaced. The device was confirmed to be operational, and the device was returned to the customer.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that the oxygen saturation (spo2) reading was inconsistent. The device was in use on a patient at the time of the event. There was no adverse event reported.